Manufacturer narrative:
No device, no medical records or no medical images have been made available to the manufacturer. Photos of the device were provided. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after completion of a CT guided spinal disc biopsy the coaxial needle allegedly broke near the l3 vertebrae, 2 cm from the distal end of the hub during an attempt to remove the coaxial by hand from the patient. A second attempt to remove the coaxial by hand was made, and the needle allegedly broke again, leaving a 1.5 cm fragment near the l3 vertebrae along with 2 tiny fragments in the muscle. The patient was sent to the ultrasound room to image the region, but the fragments did not appear to be removable without surgery. The patient's neurologist was contacted and indicated that the patient had already intended to schedule a back surgery with the neurologist. The neurologist has agreed to attempt remove the fragments during the back surgery.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the device was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the device was not returned; therefore, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: ten photos were received and reviewed. The returned photos show the device broken into two pieces. It appears that a third broken piece is missing from the distal tip of the cannula. The device is lying on a flat white surface next to a ruler for reference. Close-up photos of the broken pieces indicate excessive force was used on the device. It is further noted that the edges of the broken pieces are bent inward. The distal broken piece of the cannula appears to be kinked and indicative of the use of forceps. Based on the photos reviewed, the reported break can be confirmed. Conclusion: ten photos were provided for review. Based on the photo review, the investigation is confirmed for break, as the coaxial cannula was broken at multiple locations. Per the reported event details, the biopsy was performed in the intervertebral space surrounded by the l3 and l4 vertebrae of the lumbar spine. Therefore, it is possible that anatomical and/or procedural factors contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after completion of a CT guided spinal disc biopsy the coaxial needle allegedly broke near the l3 vertebrae, 2 cm from the distal end of the hub during an attempt to remove the coaxial by hand from the patient. A second attempt to remove the coaxial by hand was made, and the needle allegedly broke again, leaving a 1.5 cm fragment near the l3 vertebrae along with 2 tiny fragments in the muscle. The patient was sent to the ultrasound room to image the region, but the fragments did not appear to be removable without surgery. The patient's neurologist was contacted and indicated that the patient had already intended to schedule a back surgery with the neurologist. The neurologist has agreed to attempt remove the fragments during the back surgery. New information received: it was reported that the needle fragments were successfully removed in the back surgery which was a laminectomy.